Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion at infusion set tubing event on 15-jul-2024. No further information was available.